Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: pain/swelling. Concomitant medical products: 550cc mentor memorygel breast implant, catalog #3505501bc, lot #5562355 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who had a 550cc mentor memorygel breast implant placed experienced spontaneous right sided rupture post procedure. The patient was experiencing pain a swelling and the rupture was discovered during replacement surgery. Replacement with allergan implants was performed on (B)(6) 2019.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 5641171, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).